Manufacturer narrative:
Additional information was provided in b3, and b5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating consequence was prolonged procedure time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, while introducing the implant into the patient's eye, the haptics did not unfold and remained folded in on themselves. This threatened the stability of the implant, so the surgeon removed the implant by cutting it with anterior chamber scissors and enlarged the main incision. Another sulcus implant with 0.5 more diopter was inserted into the sulcus plane, which was intact over more than 340 degrees. The procedure was completed on the same day, but patient impact was unknown. Additional information has been requested.